Manufacturer narrative:
The biomedical engineer (bme) manager reported that a patient (room (B)(4)) expired while on a transmitter that was thought be monitored at the central nurse's station (cns). The patient ID from room (B)(4) was populating the tiles for both room (B)(4) and room (B)(4), while the patient ID in room (B)(4) was not seen at the cns. At 23:43 the patient went into a-fib and the tele hub notified the nurse to check room (B)(4). It took 10 minutes for the nurse to realize the coding patient was in room (B)(4), not room (B)(4). The code blue resuscitation effort was not successful. The patient was pronounced at 00:28. Per the bme manager, staff manually inputs ids at this facility and have, in the past, entered the wrong ID into the wrong patient tile on the cns. The bme manager feels this is due to user error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) manager reported that a patient (room (B)(4)) expired while on a transmitter that was thought be monitored at the central nurse's station (cns).

Event description:
The biomedical engineer (bme) manager reported that a patient (room 508) expired while on a transmitter that was thought be monitored at the central nurse's station (cns).